Event description:
It was reported that there was an event of left ventricular (lv) lead dislodgment. The lead was successfully explanted and replaced. The patient was noted as having been discharged.